Event description:
During a stapled hemorrhoidectomy procedure, purse string tightened without being passed through the eyes of the device. Experienced difficulty in extracting the device from the patient. Eventually extracted, donut tissue removed and sent to histology. Hemorrhoids still in situ.